Event description:
The patient reported that in 2009 for two days, the infusion device displayed an a4 (cartridge/adapter) alert, e4 (occlusion) error, and a8 (bolus canceled) alert. The patient changed the adapter and infusion set and the infusion device functioned properly. After a short time a1, e4, and a8 were displayed again the patient changed the adapter, infusion set, and battery. The patient is now experiencing elevated blood glucose of up to 411 mg/dl and believes the infusion device is not delivering enough insulin. The patient's normal blood glucose level is 140 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.